Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a high impedance alert delivered on the patient's right atrial (ra) lead. Follow-up with the patient's clinic indicated they are aware of the alert but are monitoring now as patient was in atrial fibrillation (af) and they wanted to have this resolved before taking further action. They intend to program the pacing portion of the ra lead off or revise the lead at some point. The ra lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.